Event description:
It was reported to philips that the azurion device would not start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log file showed that the suite pc did not start properly. During troubleshooting, the fse found that there was no power and the suite pc did not power on in the equipment cabinet. The fse replaced the suite pc and power supply. The defective component was returned to philips for further analysis. The analysis confirmed the malfunction of the suite pc, and it was due to faulty ssd. Following the replacement of the suite pc and power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.